Event description:
Caller reported that a cartridge alarm occurred during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer addressed the issue by reloading a new cartridge and resuming insulin.